Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the malfunction, allowing continued use of the pump. The customer was advised to call back if the issue reoccurred and acknowledged the instructions provided.